Manufacturer narrative:
Upon further review. Describe event or problem. Device code were updated.

Event description:
It was reported that, during a lead replacement surgery, there were helix issues and the right ventricular (rv) lead could not be used. The cardiac resynchronization therapy defibrillator (crt-d) was used and another lead was successfully placed. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that, during a lead replacement surgery, there were setscrew issues and the right ventricular (rv) lead could not be used. The cardiac resynchronization therapy defibrillator (crt-d) was used and another lead was successfully placed. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.